Event description:
Device was returned for repair only. Upon receipt it was noted that both the upper and lower jaws were broken free from the tip. Contact with hosp revealed that the device did break during use in surgery. All pieces were said to be retrieved at the time of the event. No pt injuries or procedural complications were reported.